Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the ats45 device (b), was received with the firing mechanism damaged and with no reload present. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth and the firing trigger post were found broken. While no conclusion could be reached as to what caused the firing mechanism to fail, it is possible that the device was fired on tissue thicker than indicated or through a locked cartridge in previous firings. When either or both of these scenarios occur the components in the firing mechanism can be damaged. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic liver resection surgery 3 pieces of ats45 ets flex 45 artic cutter were used but they couldn't fire it properly. First the reload broke in the cutter, the second and the third didn't fired the clips and additionally the knife didn't move. The surgery was finished with the 4th same-like device, 30 minute delay.